Event description:
During a routine shift check by a clinician, the device did not charge energy after analyzing. Complainant indicated that there was no patient involvement in the reported malfunction.